Event description:
The customer reported to olympus, the switch button of the evis lucera gastrointestinal videoscope was not working. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: due to damage, switch 1 and 2 did not work. Due to damage, switch 4 did not work and had wear. Due to a pinhole on the channel tube , water tightness was lost. The connecting tube had a scratch and buckling. The plastic distal end cover was dirty and had a scratch. Adhesive around light guide lens was peeled. Adhesive around the objective lens was peeled. The grip was shaved. The image guide protector had a scratch. The suction cover plate had peeling. The protector of the universal cord on the suction connector side had a scratch. The protector of the universal cord on the control section side had a scratch. Paint on suction cylinder was peeled. The mouthpiece was loose. Due to a dent on channel tube, forceps could not be inserted smoothly. The suction connector had corrosion due to water leakage. The universal cord had corrosion due to water leakage. The electrical connector had corrosion due to water leakage. The suction cover had corrosion due to water leakage. The control unit had corrosion due to water leakage. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of the nozzle, air supply volume did not meet the standard value. Adhesive on the bending section cover had white-clouded area and a chip. Due to wear of the angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in upward direction did not meet the standard value. Due to a pinhole on the connecting tube, water tightness was lost. The connecting tube had coating peeling. The connecting tube had a wrinkle. Three good faith efforts were made to obtain additional information regarding device reprocessing; however no response received from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown from the obtained information if the reprocessing has been implemented in line with the instructions for use (IFU), we could not specify the cause of the remaining foreign material. The event can be detected by following the instructions for use (IFU) sections which state: chapter 3 preparation and inspection, ¿3.2 inspection of the endoscope¿, and ¿3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.